Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown. Pump low battery alerts/alarm were received. Customer reported that the pump wake button may have been inadvertently pressed causing an alarm to trigger. Customer suggested shutdown may have occurred due to alarm 22 going unnoticed. Customer did not require further assistance. Customer's blood glucose was 187 mg/dl.